Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation difficulty was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left main. The 3.5 x 20 mm trek balloon was prepared per the instructions for use prior to use in the patient and was advanced without issue and inflated to 15 atmospheres (atm) for 20 seconds. After the second inflation of 16 atm for 10 seconds, an attempt was made to deflate the balloon, but the balloon would not deflate. Multiple attempts were made to pull negative, but the balloon could not be deflated. The balloon was removed through the guide, still inflated. A xience xpedition stent was implanted successfully to treat the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.